Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported the patient faced leakage in the middle on(B)(6) 2024. The blood glucose level of the patient at the time of issue was 300 mg/dl. The issue occurred with four infusion sets. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4). Device 4 of 4